Manufacturer narrative:
(B)(4). We are currently in the process of processing further information for our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the opt844 nasal cannula was damaged. The damage was found out of box. There was no reported patient involvement.

Manufacturer narrative:
Ps339691. The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation was thus based on the information and photographs provided by the customer, previous investigations of similar complaints and our knowledge of the product, and our knowledge on the product. Results: visual inspection of the provided photographs revealed that the nasal prong of the opt844 at the left headgear connection point was broken. Conclusion: the damage observed indicates that this is most likely due to the overtightening of the head strap. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt844 nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A distributor in colombia reported via a fisher & paykel healthcare (f&p) field representative that the opt844 nasal cannula was damaged. The damage was found out of box. There was no patient involvement.